Event description:
Three-wheeled scooter took off on its own. Could only be stopped by removing key. After inserting key, scooter action was erratic. Sometimes forward, reverse, or not at all. Sometimes when activated, other times without being activated. Finally returned to dealer and returned to factory. A bad situation for a handicapped person.